Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal with lymphadenectomy surgical procedure, the customer encountered a repeated recoverable error 31199 on the universal surgical manipulator (usm) 4. The patient side cart (psc) was temporarily undocked when the customer reported the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified errors 31199, 32114, and 25731 on usm 4. The staff tried to disable the usm, but the error returned. The surgeon informed they would not be able to complete the case without usm 4. The customer informed that they may get a psc from another da vinci system. The site was planning to convert the procedure to another da vinci. There was no injury reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated recoverable 31199 error on a usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the usm to resolve it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and found to have error 31226. The unit was placed on an in-house system, and it failed in normal mode. During normal mode, the unit triggered 31226 error pointing to the parallelogram. The parallelogram fiber data was starting on a downward trend. The downward trend indicates that the fiber is starting to degrade, which led to the 31226 error. The unit passed the direction test, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller, motor (acm) fan, and fiber test. The complaint regarding error 31199 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer was planning to convert the procedure to another da vinci system after the start of the procedure due to a repeated recoverable fault on a universal surgical manipulator (usm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.